Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported differences between his sensor glucose and blood glucose. The customer mentioned that his readings are often off by 100 points. The customer stated his sensor glucose was 119 mg/dl and blood glucose was measured at 245 mg/dl. The customer stated his blood glucose was currently 414 mg/dl. No additional information provided.